Manufacturer narrative:
The customer reported that the battery was not staying in. Philips response center staff recommended replacing the battery eject assembly. As of 2008, the customer has not called back or sent the unit back. Based on the customer's report, we are considering this failure a malfunction of the battery eject assembly.

Event description:
The customer reported that the battery was not staying in the unit.